Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial exhibited noise episodes. No intervention was performed. There were no patient consequences and the patient would continue to be monitored.